Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, the patient was diagnosed with a bacterial infection post usage of the capsure straight fixation device. Infection is a known inherent risk of surgery. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in september 2022. The adverse reaction section of the instructions-for-use, supplied with the device identifies infection as a possible complication. This MDR represents the capsure straight. Additional MDR's were submitted to represent the two 3dmax mesh (right and left) devices.

Event description:
As reported, during a laparoscopic bilateral inguinal hernia repair procedure on (B)(6) 2022, the patient was implanted with two 3dmax mesh devices (right and left) using a capsure fixation device. It was reported that three months later, the patient was diagnosed with a bacterial (mycobacterium) infection and on (B)(6) 2023 underwent explant of the mesh and fixation used.